Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response button) has been confirmed. During investigation for an unrelated problem, a reportable malfunction was found. Upon investigation, the rear response button was non-functional. The cause for the defective response button was an intermittent response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4) for an unrelated problem, a reportable malfunction was found. The monitor had a defective response button.